Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that she has been in and out of the hospital over (B)(6) for various issues. She stated that one of the hospitalizations was for elevated blood glucose (bg). The patient stated that her bg was over 500 mg/dl and she was admitted to the hospital for (B)(6). The patient was unable to recall dates and details of the hospitalization and treatment. The pump history for the time period of the complaint was unavailable for review due to continued pump use. Customer support reviewed the pump with the patient and found that current settings and histories were correct. The patient reported that she changed her site/set/cartridge (B)(6); stated that she was rotating sites; and denied any site/set issues. The patient stated that one of the hospitalizations was for a stent, and another was for acute renal failure. Customer support determined that there was no indication of a pump malfunction. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. Performance testing of the pump was unable to be completed because of an unrelated failure. Unrelated to the complaint, the evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. During testing, the pump load step failed to detect the loaded cartridge.